Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer experienced an accident from the scrollwrap feature on their insulin pump. Customer also stated they forgot to disconnect from their insulin pump and delivered 15 units of insulin to their body. Customer stated they were able to correct the mistake by eating carbohydrates. The customer's blood glucose was 104 mg/dl. The customer was also assisted with programming their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.